Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a connection issue which led to peritonitis while performing automated peritoneal dialysis therapy. The connection issue was further described the transfer set became disconnected from the titanium adapter while the patient was at home and the patient reconnected using aseptic technique. The event was manifested by abdominal pain. The patient stated they were hospitalized on the same day as the event onset; however, the nurse stated the patient went to the emergency room but could not confirm if the patient was hospitalized. The patient was treated with intraperitoneal vancomycin (1.5 g every three days for three weeks) and intraperitoneal gentamicin (70 mg daily for one week) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.